Event description:
The sales representative reported on behalf of the user facility the following incident: the surgeon repaired a tethered spinal cord with suturable duragen. The patient developed a hole in a portion of the duragen, which resulted in a large meningocele. A send operation was done to verify the cause. The suturable duragen was removed and the dura was repaired with a new graft material. On march 1, 2007, an integra marketing represenative had a conversation via telephone. The following is information obtained during the telephone call: the surgeon repaired a tethered cord by performing a classic laminectomy followed by the opening of the dura and a subsequent removal of the spinal mass. The dura was then closed with suturable duragen. At the time of closing the dura with suturable duragen, the implantation of the graft was performed by the surgical resident. The patient recovered well following the surgery and was released from the hospital. A few days later, the patient developed a post surgical pseudomeningocele. This was treated with a lumbar drain. Because the pseudomeningocele did not resolve with treatment, the surgical site was re-explored. Upon re-exploration, a hole around one of the sutures had developed that resulted in a large pseudomeningocele. The intact suturable duragen graft was removed and replaced with fascia lata. On march 8, 2007, the physician provided the following additional information: the patient is a middle aged man and currently is doing well. The aetiology for tethered cord is unclear. The meningocele was noted about 4 weeks after the surgery. The patient presented with swelling in the surgical site, which was thoracic 8-9 level. A calcified mass was found arising from arachnoid layer. During the re-operation, a hole was found in the suturable duragen. At no point, there was infection of the wound.

Manufacturer narrative:
The prodcut is not expected to be returned. An investigation has been initiated based upon the reported information.